Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the reservoir ring. Customer stated that the he had high blood glucose of 477 mg/dl. It was reported that the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.